Manufacturer narrative:
Device evaluation indicated that the source of the complaint was verified to be the associated infinion lead whose cables were fractured at the clik anchor site, 1 cm from the set screw mark. Sc-2316-50 (sn: (B)(4)) nine cables were fractured at the bent/kinked sections of the lead body, at apparent a clik anchor site. The lead was cut during the explant procedure, and the proximal end was not returned. Sc-1132 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed and revealed no anomalies. Sc-4316 (lot #: 15527280) device evaluation indicated that the clik anchor is missing a silicon eyelet. Additional information was received that nothing was left inside the patient's body.

Event description:
A report was received that the patient was not getting adequate stimulation and the ipg was discharging quickly thus needed to be frequently charged. High impedance on left lead was noted. The patient underwent a revision procedure wherein the lead and the ipg was replaced. The physician could not identify the cause of malfunction, no visible fracture was found on the lead. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was not getting adequate stimulation and the ipg was discharging quickly thus needed to be frequently charged. High impedance on left lead was noted. The patient underwent a revision procedure wherein the lead and the ipg was replaced. The physician could not identify the cause of malfunction, no visible fracture was found on the lead. The patient was doing well postoperatively.